Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that the patient was hospitalized for bowel obstruction that was not related to the device. However, the device turned off, possibly by accident, and the patient had a return of parkinson¿s symptoms. He was unable to walk, talk, and move on (B)(6) 2016. This was the original reason he went to the hospital, since he thought it was not functioning, and then this was when the bowel obstruction was diagnosed. The device was turned back on and it appeared to be working, but it was hard to confirm since the recharger was not working properly. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.